Event description:
It was reported that a patient called to complain that their implantable pulse generator (ipg) was unable to get their heart rate up while biking or swimming but worked fine when running. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: model: 507652, implantable pacing lead; implant: 2014-(B)(6). (B)(4).